Manufacturer narrative:
9 sealed 3ml syringes with needles attached were received, confirmed to be from batch #8215699 (p/n 309575). They were visually evaluated. No visual defects were observed. Physical evaluation revealed needles were not completely tightened to the barrels¿ luer connections and could turn approximately another 45 degrees to complete the connection. Once connected the needles remained connected and did not loosen on their own. The 9 samples were tested for leakage at luer connection per procedure. All 9 samples passed ¿ no leakage was observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that medication leaked out of bd luer-lok syringe with bd precisionglide needle during injection. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked out of bd luer-lok¿ syringe with bd precisionglide¿ needle during injection. There was no report of exposure, injury, or medical intervention noted.